Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes exhibited poor barrier separation as well as incorrect label information where the shelf pack displayed a different lot number than that of the tubes. Additionally, there was sticky foreign matter on the outside of an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd had not received any samples or photos for investigation. Therefore, a total of 30 retained samples were subjected to visual inspection. All of these samples passed the inspection for poor barrier separation and foreign matter. Additionally, a total of 1 retained shelf pack label was visually inspected. The sample passed the inspection for incorrect label content. Complaints for sample quality are under statistical control for the month of april 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: foreign matter, incorrect label content, and poor barrier separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes exhibited poor barrier separation as well as incorrect label information where the shelf pack displayed a different lot number than that of the tubes. Additionally, there was sticky foreign matter on the outside of an unspecified number of tubes. No adverse impact was reported regarding the patient or user.